Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A patient contact reported to fresenius customer service a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. The patient contact reported that the expiration of the patient was cycler/pd related. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired in the hospital on (B)(6) 2021 due to sepsis and multi-organ failure. The initial report in the intake that stated this event was pd related was disputed as there was no report from the admitting hospital these events involved renal replacement therapy. The patient was initially admitted on (B)(6) 2021 for a bowel perforation that was unrelated to pd therapy or the use of any fresenius product(s). The patient was diagnosed with sepsis and multi-organ failure, and it was decided by the patient contacts to place a ¿do not resuscitate¿ order. The patient expired the following day, and it was reported the patient was not connected to the cycler on or around the time of their death. It was confirmed the patient¿s bowel perforation, sepsis and multi-organ failure leading to his death, and the associated hospitalization were unrelated to pd therapy. Additionally, it was stated these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s).